Event description:
It was reported to tyco healthcare/kendall on february 4, 2008, that a customer had a problem with a dialysis catheter. The customer reported, "the catheter worked well with a flow of 350 ml. Patient came in for dialysis treatment in 2007 and was connected to a fresenius dialysis machine and the catheter would only suck in air. Patient was then changed to gambro machine which worked fine. This situation occurred again at which time we controlled the catheter and discovered that the red adaptor was cracked.

Manufacturer narrative:
Submit date: february 28, 2008. An investigation is currently under way. Upon completion, the results will be forwarded.